Event description:
It was reported that the triathlon handles had an amber liquid on them and were sticky after the sterilization process.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #2249697-2012-01694, 2249697-2012-01696.